Event description:
It was reported that the patient experienced severe pain and nausea as well as withdrawal due to having a dry pump for a week as confirmed by telemetry. On the day of the reported the patient was 'miserable'. It was reported that the physician increased the patient's dose and failed to notify the home health care company so the patient's pump ran dry on (B)(6) 2012. The patient was seen on (B)(6) for a refill at the emergency room (ER). The patient was transitioned from morphine to prialt on (B)(6) due to lack of pain relief with the morphine. The patient was still in pain as prialt was at the lowest dose setting. A refill was scheduled for 2 weeks later. It was later reported that the prialt was not working for the patient. The patient was 'hallucinating badly and still taking a lot of oral medications'. The patient's husband wanted the patient off of the prialt. A follow-up report will be submitted if new information becomes available.

Event description:
All follow up information regarding the dry pump, refill and emergency room refill in april 2012 will be submitted in manufacturer report # 3004209178-2012-03067.

Manufacturer narrative:
Product ID 8840, lot#, serial# unknown, implanted: explanted: product type programmer, physician product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient experienced hallucinations following a programming session. The patient's pump was filled with prialt in "july" and had a 23% dose increase in august. Following the dose increase, the patient started having hallucinations. The dose was then decreased and the patient did not have much improvement. The prialt was changed back to morphine and the patient was reported to have been "doing a little better". A reporter stated that the patient was acting "weird" on the prialt. The reporter stated that it was hard to evaluate the patient because she was a bad historian and always reported a pain level of 10.